Event description:
Healthcare professional reported right side "defect", "violation of the integrity of the capsule", ¿leakage of the gel¿, ¿visual deformation of the mammary glands: surface unevenness, going beyond the natural contours", "unpleasant sensations: discomfort, pain of a shooting nature", ¿increased body temperature up to 37.0°c¿, and ¿clouding of the gel" diagnosed via ultrasound. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.